Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6). Upon review of the transmission it was discovered that the implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. Programming changes were discussed, no intervention was performed. There were no patient consequences.